Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise. It was noted that the patient was in the operating room at the time of the event. The rv lead remains in use. No patient complications have been reported as a result of this event.